Event description:
It was reported that during an angioplasty procedure, a balloon rupture occurred. The lesion was located in the tortuous circumflex coronary artery. The lesion was calcified and the degree of the stenosis is unknown. The maverick 12mm x 2.0mm balloon catheter was advanced to the lesion for predilation. However, upon inflation, the balloon ruptured at 8 atms. The number of inflations and to what atms and the duration is unknown. The procedure was completed with an 11mm x 2.5mm balloon from an unspecified manufacturer. No patient injuries or complications were reported. The patient's status is reported as "stable".